Event description:
It was reported that a malfunction alarm occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump and to contact support if any further issues arose, which the caller understood.